Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07k78-77 that has a similar product distributed in the us, list number 07k78, with 510k number k983424.

Event description:
The customer observed falsely elevated architect total b-hcg results for one 37-year-old female patient with an initial diagnosis of irregular menstruation. The following data was provided: sid (B)(6), initial architect total b-hcg result was 3759.45 miu/ml. The sample was retested, and the result was <1.20 miu/ml. A retest using colloidal gold showed a negative result for bhcg. Other results provided: prog result 4.54 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number: 07k78-77 that has a similar product distributed in the us, list number: 7k78, with 510k number: k983424. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot: 71474ud02, however, no trends were identified for list number: 07k78. A device history record review did not identify any nonconformance's, potential nonconformance's or deviations associated with the complaint lot number and complaint issue. In house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot: 71474ud02 was identified.

Event description:
The customer observed falsely elevated architect total b-hcg results for one 37-year-old female patient with an initial diagnosis of irregular menstruation. The following data was provided: sid: (B)(6) initial architect total b-hcg result was 3759.45 miu/ml. The sample was retested, and the result was <1.20 miu/ml. A retest using colloidal gold showed a negative result for bhcg. Other results provided: prog result 4.54 ng/ml. No impact to patient management was reported.